Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed the pump¿s touchscreen casing separating from the device housing, and the device remained functional but was no longer watertight; the user was advised the ilet would need replacement and to consider backing up therapy. Symptoms included no changes in blood glucose and no injury. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included collection of event details from the user and internal complaint review. Investigation of this case revealed a hardware enclosure failure localized to the touchscreen bezel or casing, with no device alerts and no impact to dosing reported at the time. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the external casing.